Event description:
It was reported that patient had a primary total right hip done on (B)(6) 2012. A few weeks later, the patient presented surgeon with a fractured medial side of the right femur which took off the lesser trochanter. The stem was subsided. Dr (B)(6) said he may have had an unrecognized fracture at time of implant that was unseen due to the size of the patient possibly. Dr (B)(6) removed the stem, femoral head and left acetabulum implants alone and implanted a modular restoration hip in the patient.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.